Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient has reported that they were examined by their dentist, their dentist found carries and determined that their oral hygiene is poor. The patient is not a good candidate for orthodontic treatment at this time. Dentist advises for patient to stop treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.